Event description:
A report was received that the pt was experiencing discomfort at the pocket site due to non-device related weight loss. The physician recommended a pocket revision procedure. During the procedure, the physician also elected to replace the ipg although there was nothing wrong with the device. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. This is the final report.